Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.50/+5.0/044 (sphere/cylinder/axis), into the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to lens was implanted upside down. There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.